Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. .

Event description:
It was reported by the sales rep in japan that during an arthroscopic shoulder joint lip repair for right shoulder surgical procedure on (B)(6) 2024 while using the gryphon p br ds anchor w/oc device, the impacted products were used for the bankart lesions (arthrodesis fracture). After joint mobilization, a q-fix device was inserted into the lowest position. The gryphon br was usually used for second anchor, but the surgeon used the versaloop device as a trial. The sales rep suggested pre-drilling with a drill because he had information from another sales rep that owls were difficult to use. While drilling using a drill guide, metal that appeared to be worn from the drill bit was floating in the joint. Once the drill guide was removed, the surgeon would lose sight of the pre-hole. The surgeon decided to remove the metal after the anchor was inserted. However, the moment the drill was pulled out, the drill guide shifted, and the surgeon lost sight of the pre-hole. It took some time to find the pre-hole, and the anchor was inserted. It was difficult to hammer in. The suture was pulled slowly straight, and the surgeon confirmed that it was fixed and tried to pull out the anchor shaft. However, it was very difficult to pullout, and the blue handle was right on the drill guide. After painstakingly pulling out the shaft and drill guide, the surgeon carefully removed the wear powder and metal fragments with a shaver and grasper. Then, the tissue was threaded. Although the sales rep suggested knot tying for the first and second anchors, the surgeon wanted to finish all the anchors. The gryphon anchors were inserted as the third and fourth anchors, and the tissue was threaded. After all the anchor sutures were threaded, the surgeon tried to suture the second anchor (versaloop) in order to pull up the tissue from below. The versaloop anchor came off, so that the gryphon was slightly repositioned and inserted into the position the anchor had come out. After confirming that the anchor did not fall out, threading was performed. When the surgeon tried to tie the suture, the anchor came off again. As a result, a healix 4.5 anchor was inserted. The surgeon pulled the suture to confirm that it could not be pulled out, and then threading was performed. The surgery was completed successfully. There was a forty five minute delay to the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed an arthroscopic image which shows the extraction of the metal particles with the shaver as described by the customer, however, the gryphon p br ds anchor w/oc (210813) is not shown in the images, therefore we cannot verify the issue reported related to the gryphon anchor. The overall complaint was not confirmed as the observed condition of the gryphon p br ds anchor w/oc would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; poor bone quality may have been encountered; as per IFU; bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being discarded, and therefore is unavailable for a physical evaluation. This complaint is not confirmed. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Depuy mitek has an agreement with the legal manufacturer of the device, which obligates mitek to report any product complaints to each manufacturer respectively. Depuy mitek acts strictly as a distributor and is not responsible to investigate these complaints or make decisions regarding MDR and mdv filing. The legal manufacturer has been notified and the objective evidence is attached to this complaint record. The complaint will now be closed. If additional information is received from the legal manufacturer, depuy mitek will reopen the complaint to include this information.